Event description:
Report received from (B)(6) states: "cutter was working at the start of the procedure but stopped working during the operation. The cutter was inside the patient's eye at this moment and the aspiration continued to work; however, the operator of the cutter had the aspiration on low volume so that no damages took place. The patient was not hurt."

Manufacturer narrative:
The device was requested for evaluation; however, has not been returned. Should additional information become available, a supplemental report will be submitted. Sterilization and lot history records were reviewed and no exceptions were found.